Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the staff said the coil would not "deploy." They put the detacher on the back end of the coil and said it would not work. They did not attempt to manually do it. It does not appear to be bent. The manufacturer representative informed the staff that sometimes the back end has to be wiped off before trying to use the detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The device was inspected with no issues noted. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a gi bleed in the distal end of the artery. Patient had abdominal bleeding. It was noted the patient's vessel tortuosity was moderate. Degree of calcification was none. There were no abnormalities reported in relation to anatomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The target lesion was a lower gi bleed. The procedure was completed using another coil. The cause of the coil non-detachment was not determined. Two attempts were made to detach the coil using the instant detacher. No issues were reported prior to the non-detachment, and no pushwire damage was observed after removal from the patient.

Manufacturer narrative:
H3. Product analysis: equipment used- video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house instant detacher (model: ID-1-5 lot: 9443624) as found condition- the concerto device was returned for analysis within a shipping box, within a sealed tyvek biohazard pouch, within a sealed plastic biohazard pouch, within an opened concerto inner pouch and within an introducer sheath. No other accessories were returned. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube and the break indicator was found intact. There were no evidence of detachment attempts at these locations using an instant detacher or by manual method. The distal ~3.0cm of the concerto pusher was found bent/kinked. The concerto implant coil was found still attached to the pusher and was found damaged within the introducer sheath. The coin was still against the lumen stop. Testing/analysis ¿ an in-house instant detacher was used for detachment testing. No difficulty was experienced inserting the pusher into the instant detacher, and the load indicator was not visible when the pusher was fully seated in the instant detacher cap, which is normal. The implant coil was successfully detached on the first attempt without any difficulty. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" could not be confirmed and the cause could not be determined. The failure could not be replicated as the device detached with no issues on the first attempt using an in-house instant detacher. The instant detacher used in the event was not returned for analysis. Therefore, any contribution of the instant detacher towards the non-detachment and conformance to specification could not be assessed. The pusher was found bent and the implant coil was found damaged; however, these damages did not contribute towards the reported failure. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.